Event description:
Event description cpi received information that during the implant of this bipolar lead the patient died. The patient was very old and had poor connective tissue. During the procedure the heart was perforated, the patient developed a hemothorac. The physician tried to sew up the patient's heart and 'it just deteriorated'. There was no allegation of product malfunction against the lead.